Manufacturer narrative:
Initial and final MDR 1949182- device 9 of 11. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced issue with 11 infusion sets cannula being kinked between 26-jun-2024 to 15-july-2024. The blood glucose level was displayed as high and was treated by changing infusion set. And bolus via pump. The set was noticed to be kinked within 3 hours of insertion. The site of insertion was located at the abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.